Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. A review of imagery provided by the site was performed. A video of the delivery system post procedure revealed that when inflated, a leak is present on the proximal taper of the inflation balloon.  Procedural cine was provided and included the placement of the delivery system in the annulus prior to valve deployment. At the start of valve deployment, the proximal balloon appeared to fill with contrast, but soon after, the contrast appeared to leak outside the balloon.  Despite the leakage, the valve appeared to be successfully deployed and post dilated in subsequent imagery.  Visual inspection was performed and no abnormalities were found after gross visual examination.  Functional testing was performed and a pinhole was confirmed on the proximal taper of the inflation balloon.  No relevant dimensional measurements were taken as the pinhole leak was found on the proximal taper of the inflation balloon, which has no defined wall thickness. During manufacturing of the delivery system, the device and its components are tested and inspected multiple times of the following: the balloons were 100% dimensionally and visually inspected for any abnormalities; the delivery systems were 100 % visually inspected by both manufacturing and quality. These inspections during the manufacturing process support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review was performed and revealed no other complaint relating to balloon leakage.  A review of the complaint history from april 2018 to march 2019 for edwards ultra delivery system (for all models and sizes) revealed other returned similar complaints which were confirmed, however, no manufacturing non-conformances were observed. A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action. The complaint for balloon leakage was confirmed in the imagery review and during functional testing of the returned complaint device.  However, no manufacturing non-conformance was identified in the returned device. Review of the returned device, DHR, complaint history, and lot history showed no indication a manufacturing non-conformance contributed to the complaint event. Review of manufacturing mitigations showed the delivery system has proper inspections in place to detect the issue. No IFU/training manual deficiencies were identified. As the lot was 100% leak tested prior to release and no issues were reported during the device preparation, the delivery system was likely not damaged prior to use in the patient. The observed pinhole on the inflation balloon likely occurred due to calcification - in and around the aortic annular region ¿ puncturing the inflation balloon during valve deployment.  The patient had a porcelain aorta and moderate stj, native leaflet, and aortic root calcification, all of which could have interacted with the balloon causing the damage. Therefore, available information suggests that patient (calcification) factors may have contributed to the reported event. However, a definite root cause is unable to be determined.  Since no product non-conformances or labeling/IFU deficiencies were identified and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) escalation, and corrective/preventive actions are not required at this time. However, a pra was previously initiated per management discretion to investigate the balloon burst issue and its associated risks, and further investigation is being performed on the ultra balloon lots.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a (tavr) with a 26 mm sapein 3 ultra valve by transfemoral approach, during inflation of the balloon, balloon rupture was noted. The valve was inflated with contrast and saline solution of 50/50.  The patient outcome was good.